Event description:
No pump was returned to fresenius kabi for evaluation. The reported "faulty pneumatic system" was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pump problem/error code constant service needed alert ship to depot for repair received at depot confirmed pump problem error wait for log review needs new pneumatics replaced full pneumatics system passed all stations of the test line front housing" final acceptance provisioned pump to 08 server sent to heratherm loaded into heratherm @16:00 and (B)(6) 2025 passed heratherm pulled at 04:00 (B)(6) 2025 24 hour dwell - complete lvp burn-in test - pass accuracy test - pass electrical safety test - pass provision pump to mayo server return to service provisioned pump preliminary investigation: faulty pneumatic system could the issue stop an active infusion: yes did the issue stop and active infusion: unknown could the issue result in an over/under infusion: yes did the issue result in an over/under infusion: unknown could this issue prevent an infusion start up: yes pneumatics were replaced. No logs pulled at mayo depot prior to repair. Logs pulled after repair\ completion of test line\ burn-in\ pump log retrieval\ flow accuracy and electrical safety. The original failure logs were overwritten with new log file data. Faults recorded in safety management logs\ but they are not descriptive enough to be able to determine an exact failure for a particular pneumatic component. The pump has been returned to customer use. Work order type corrective maintenance order description service needed alert order description service needed alert resolution code vendor repair/support resolution detail deep cleaned mechanisms question 1 was there any injury/adverse reaction (yes, provide details, no, unknown)?: no question 2 did the issue stop an active infusion (yes, no, unknown)?: no question 3 list name of any drug administrated if known: n/a" a preliminary review of the logs identified the following issue: undefined pneumatic system component failure unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.